Event description:
The customer stated that he went to the doctor because he was not feeling well and his vision was blurry. The customer tested his blood glucose using his breeze meter and received a reading of 102 mg/dl. His glucose was also tested using the doctor's breeze meter and that reading was 312 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer was treated with 40 units of insulin after the high reading was received. The customer did not have control solution with him at the time of the call, so troubleshooting was not possible. The customer's meter and test strips are to be returned for evaluation. A new breeze2 meter kit was sent to the customer.

Manufacturer narrative:
The customer was unable to read the lot number on the reagent disc, so that information could not be provided.